Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 04/29/2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on (B)(6) 2015, time unknown. The patient obtained an alleged inaccurate high result of ¿109 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and denied making any change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that she developed the symptoms of ¿shaky, clammy, confusion and slurred speech, she was unable /unwilling to provide a date or time for when this took place. The patient stated that she received IV glucose from a health care professional (hcp) and obtained a blood glucose result of ¿89, 40¿ on an emergency medical service meter in ¿(B)(6) 2016¿. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. However cca noted that the test strips being used had expired on 01/2012. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury and received medical intervention from a healthcare professional after the alleged product issue began.